Event description:
It was reported that usb cable was damaged and no longer charging. The customer's blood glucose level ranged from 187-188 mg/dl. The customer was able to charge the pump with an alternate cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.